Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova&#39;s employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any &#34;defects¿ or &#34;malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient passed away. Provider noted that the cause of death was sudep. No other relevant information has been received to date.

Event description:
Additional information was received regarding patient information and date of death. Explanted device have not been received to date. No other relevant information has been received to date.

Manufacturer narrative:
B3. Date of event; corrected data; follow-up #01 report inadvertently omitted known information prior to submission.

Event description:
Explanted device has been received and is undergoing product analysis. No other relevant information has been received to date.

Event description:
Product analysis was completed on the returned generator. An interrogation and a system diagnostic test were performed. The device output signal was monitored for more than 24-hrs and a comprehensive automated electrical evaluation (shows an ifi (intensified follow-up indicator) =no condition) was performed. No anomalies were seen, and the device performed according to functional specifications.